Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in set) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. Technical service representative (tsr) had the hp the power cycle the hc. The hc alarmed system error 2367. The tsr had the hp the power cycle the hc again and the hc proceeded to press go to start. The tsr informed the hp to start over with new supplies and to inform the registered nurse (rn) of system error 2240. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. The proper procedure to perform therapy was reviewed with the hp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On 02/28/2012, product surveillance contacted the rn. The rn stated they did not know the cause of the alarm. The rn stated the hp would not have any of the supplies or any information regarding the lot number. The rn stated the hp has been performing therapy successfully and has had no injury or medical intervention from this incident.